Manufacturer narrative:
The reported field event of helix retraction difficulty was confirmed in the laboratory and low sensing and high pacing threshold was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure low sensing r-wave amplitude issue and high pacing threshold inadequate capture issue was observed on the atrial lead. The target position change was attempted and there was difficulty in retraction observed. A screw in was attempted again closer to the initial target point and insufficient extension of the helix was noted. Lead was explanted and upon visual inspection of the lead body tissue was clogged in the helix. There is no allegation of the issue was caused by the patient or the lead malfunction. Lead was unable to be used. A new lead was implanted and the procedure was completed without any adverse consequences. Patient was stable.